Event description:
The device was used during a low anterior resection. Reportedly, after firing the jaws would not open and the staples did not form properly. Another device was used to finish the procedure. No pt injury was reported.